Manufacturer narrative:
This lead was confirmed to be dislodged. The lead was repositioned. The reposition failed and this lead was explanted and replaced. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was confirmed to be dislodged. The lead was repositioned. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Based on the data we received from you, the root cause of the observed dislodgement cannot be determined.

Event description:
At follow-up in hospital it was seen that the ventricular lead heard the atrial signal. The ventricular lead pacing test confirmed intermittent atrial capture. The variation of the parameters seems to have been there since (B)(6) 2021. Revision planned.